Event description:
Ous MDR - during implantation insufficient rv sensing was noted making lead repositioning necessary. A perforation is suspected due to pericardial effusion. An echocardiograph was performed along with pericardial punction and pericard drainage. The patient was then sent to the intensive care unit.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the existing production documents. The manufacturing process for this device was reviewed. The production documents did not show any anomalies that could be connected to the complaint. All manufacturing steps were carried out correctly. In summary, there are no indications of a manufacturing error.

Manufacturer narrative:
We were informed this lead was replaced on (B)(6) 2013 and this lead was returned for analysis. During the analysis, the lead's properties were thoroughly tested. After it was received, the lead underwent analysis. The analysis showed that the fixation screw was slightly bent in the returned state of the lead, and the inner conductor helix was kinked between screw head and ring electrode. This damage manifestation is probably a result of the mechanical load during the implantation. There were no indications of material defects or manufacturing errors.